Event description:
This case is for the event on the morning of the third day in december of 2019. Customer was hospitalized in the intensive care unit for high blood glucose and high ketones and was discharged the next day. In the evening after discharge, customer blood glucose was over 600mg/dl. On the morning of the third day, customer's blood glucose was still high. She saw her endocrinologist and her blood glucose was 300mg/dl at that time. When she got home, she laid down on a sofa and could not wake up. She was then hospitalized with blood glucose of 680mg/dl and spent 4/5 days in the intensive care unit going in and out of coma.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer was hospitalized due to high blood glucose on (B)(6) 2019 from the attorney of the family. Customer had type I diabetic who was diagnosed 7-8 years ago. Customers daughter took them to the hospital where customer was placed in the intensive care unit and discharged the next day. In the evening after the discharge, customers blood sugar was over 600 mg/dl. Customer got home and laid down on a sofa and could not wake up. Customer was taken to the hospital and their blood glucose was 680 mg/dl. Customer spent 4 or 5 days in the intensive care unit and in and out of coma. The insulin pump, reservoir and sensor will not be returned for analysis.